Manufacturer narrative:
Device identifier: (B)(6) lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6), a myosure procedure was performed with the aquilex fluid management system, and the doctor was cutting a polyp but continued deeper and cut into the myometrium. The fluid deficit was going up and unaccounted for the doctor believed it was going into the cavity, and confirmed that they did not see any fluid leaking from the cervix. The final deficit showed 700mls. The pressure was set to 80mmhg and the intrauterine pressure was maintained to 60-65mmhg. The patient did not have any comorbidities. The doctor had to stop the procedure due to excessive bleeding and it took some time to stop the bleeding. The doctor administered vasopressin to help with the bleeding. The current status of the patient is stable. No additional information available.